Event description:
The customer reported they had a faulty speaker. There was a speaker malfunction inop message, and the speaker did not produce sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.